Event description:
Manufacturer received a report of a liquid oxygen unit leaking and burning the patient's leg. As a precaution, the owner's manual for this device warns against depressing the filling coupler or coming into contact with frosted fittings or piping.